Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the surgeon noted something wrong with one of the haptics after insertion of the iol. The incision was enlarged to facilitate removal and replacement of the iol. Additional information has been requested.